Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. System checks were all within specifications and the redraw sample had resulted as expected on the same instrument. The cause of the discordant, falsely low tbil results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low total bilirubin (tbil) results were obtained on one neonatal patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The patient was redrawn and the new sample was run on the same instrument and resulted higher. The rerun result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil results.